Event description:
User facility reports incident of air in the bloodline circuit during treatment. The patient briefly lost consciousness. Patient's catheter was aspirated and no air was apparent. Patient was taken to ER for observation; no air emboli was detected. The patient was released and subsequently returned to regular dialysis treatments. The actual complaint sample was discarded at the time of the incident.